Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient controller was displaying replace generator message. Upon updating the app, the message was cleared. The issue was resolved upon updating the app.